Manufacturer narrative:
Please note that the device associated with this complaint was initially expected not to be returned; however, additional information received from the distributor on 25 july 2019 indicated that the device was available for return. Results: the ace60 was stretched and ovalized from approximately 119.0 ¿ 131.5 cm from the hub. The total length of the ace60 was approximately 135.0 cm. Conclusions: evaluation of the returned ace60 revealed stretching and ovalization on the distal shaft. If the device is forcefully retracted against resistance, damage such as these may occur. The root cause of the resistance could not be determined. During functional testing, the ace60 was connected to a demonstration aspiration tubing and pump max and was able to aspirate liquid without an issue. The reported inability to aspirate could not be confirmed. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system ace 60 reperfusion catheter (ace60). During the procedure, the physician advanced the ace60 and a non-penumbra microcatheter to the m1 segment and turned on aspiration for approximately 90 seconds and attempted to aspirate the thrombus several times; however, was unsuccessful. Therefore, the physician removed the ace60 and found the mid shaft to be ovalized. The procedure was then completed using a new ace60 and the same microcatheter. There was no report of an adverse effect to the patient.